Manufacturer narrative:
Follow-up #1: date of submission 04/01/2014. Device evaluation:the device has been returned and evaluated by product analysis on 03/13/2014 with the following findings: during investigation, a review of the pump¿s black box showed that loss of prime with non-zero force had been recorded. During testing, no loss of primes occurred. The force sensor calibration was found to be within required specifications. Unrelated to the complaint, the display was found to be faded and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. It was reported that multiple loss of prime warnings had occurred. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.